Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set-up for a surgical procedure conducted at the user facility, the nav3i platform froze twice. The system was rebooted and the procedure was completed successfully without any adverse consequences or clinically significant procedural delays.

Event description:
It was reported that during set-up for a surgical procedure conducted at the user facility, the nav3i platform froze twice. The system was rebooted and the procedure was completed successfully without any adverse consequences or clinically significant procedural delays.